Event description:
It was reported that a balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified common and external iliac artery. A 5.00mm/2.0cm/135cm peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon was ruptured. The device was removed without any issue and the procedure was completed with another of same device. No complications were reported and the patient was in good condition post procedure.

Manufacturer narrative:
Initial reporter address 1: (B)(6).